Manufacturer narrative:
False positive result obtained for one patient. Repeat testing was negative. No adverse event occurred. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results from the neumodx sars-cov test strip on the neumodx 288 molecular system were discrepant with another method.